Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock between with no reported discrepancies. There has been one other event for the lot referenced. Not available.

Event description:
Femoral trial slap hammer broke into the femoral trial. Both pieces need to be replaced.